Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer stated that she believes that the insulin pump is not working and her doctor confirmed. Customer stated that she has a loaner pump and needs help programming it. Assisted customer with programming the pump, but customer will program basal rates with her doctor. Customer's blood glucose reading was 434 mg/dl. Product is not being returned or replaced.